Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and met expected longevity.

Event description:
It was reported that the device had early battery depletion. It was noted that the left ventricular lead had high thresholds due to patient anatomy. The device was explanted and replaced. No patient complications were reported as a result of this event.